Manufacturer narrative:
On 31-jul-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the case after ablation had been completed they were looking at post-ice (intracardiac echocardiography) images and the physician remarked there was a spot that appeared to be a fat pad more than an effusion. However, upon pulling the catheters out of the patient's body, the patient's blood pressure dropped dramatically. The physician inserted the ice soundstar catheter back into the body and confirmed a pericardial effusion. The medical team stated that 400 ml of fluid was removed from the patient's body before they began to stabilize. The patient is now stable and no additional surgery was necessary. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues or current leakage error were observed. A manufacturing record evaluation was performed for the finished device number lot 31056660l and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was patient condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during the case after ablation had been completed they were looking at post-ice (intracardiac echocardiography) images and the physician remarked there was a spot that appeared to be a fat pad more than an effusion. However, upon pulling the catheters out of the patient's body, the patient's blood pressure dropped dramatically. The physician inserted the ice soundstar catheter back into the body and confirmed a pericardial effusion. The medical team stated that 400 ml of fluid was removed from the patient's body before they began to stabilize. The patient is now stable and no additional surgery was necessary. The soundstar catheter, an stsf catheter, and an optrell catheter were used in the case and all three are available for return. The caller was advised to expect a return kit. The physician did not give a statement about what they believe the cause of the effusion to be. Physician¿s opinion on the cause of this adverse event was patient condition, retrospectively a tiny pericardial lv effusion was noted from pre case ice images. Outcome of the adverse event was improved, went to ICU after. Patient required extended hospitalization because of the adverse event as patient went to ICU after the procedure because they were still intubated. Relevant tests/laboratory data-- normal labs. Transseptal puncture was performed with a brk needle. No evidence of steam pop. Flow setting was standard for stsf. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Error messages observed on biosense webster equipment during the procedure was current leakage, resolved with a new ablation cable prior to ablation. Force visualization features used was graph, dashboard, vector. Visitag module was used, parameters for stability used was 2nm, 3 seconds, 25% of 3g, size 2. No additional filter used with the visitag. Tag index was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. Current leakage -- device disruption is not MDR-reportable.